Manufacturer narrative:
07-sep-2023 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Injuries - mouth [mouth injury] brush heads no longer stay securely attached to the hand piece/brush head also fell off - oral-b [device breakage] metal pin has become worn down - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads no longer stayed securely attached to the oral-b toothbrush hand piece, and he suffered minor injuries because of this. The metal pin became worn down. No serious injury was reported. 17-may-2023 follow up via phone: the suspect product lot was bc704011732. He reported that the same thing happened to his wife, where the oral-b toothbrush heads fell off mid-brushing. No serious injury was reported. 23-aug-2023 case update from information initially received on 20-jun-2023: the suspect product was oral-b rechargeable toothbrush handle 3765. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Injuries - mouth [mouth injury]. Brush heads no longer stay securely attached to the hand piece/brush head also fell off - oral-b [device breakage]. Metal pin has become worn down - oral-b [device physical property issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads no longer stayed securely attached to the oral-b toothbrush hand piece, and he suffered minor injuries because of this. The metal pin became worn down. No serious injury was reported. (B)(6) 2023 follow up via phone: the suspect product lot was bc704011732. He reported that the same thing happened to his wife, where the oral-b toothbrush heads fell off mid-brushing. No serious injury was reported.